Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified operation, the electrosurgical sealer was not sealing. The device worked during the initial part of the operation, but after some time it was not sealing as it should. The generator did not display an error message. The device was replaced with a similar device without further incident and procedure was completed. There were no reports of patient harm.